Manufacturer narrative:
Tracking #: (B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the knob was felt to be a little tight, however it worked. Then, the device was cycled and it fed and formed the remaining clips as intended, even though the clips were noted to be loose in the jaws; it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when rotating the rotation knob is "grinding" and has resistance. Clips fell out of the jaws or crisscrossed. Finally was able to get enough "good" clips out of the gun to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).